Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated the damage had occurred at damage at implant. The analyst noted that the helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during the lead implant procedure the physician attempted to place the lead in several locations but erratic and low sensing values were measured on the analyzer. Several attempts with extensive troubleshooting were conducted which prolonged the procedure. The physician decided to remove and replace the lead with another lead of the same model and was able to obtain good readings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).